Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. The customer delivered a correction bolus via the pump. Troubleshooting conducted by tandem technical support determined the pump had reset. Reportedly the customer would continue use of the pump for insulin therapy.